Manufacturer narrative:
The serial and model number has not been provided at this time. The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to ensure the scope connectors were clean, unit was powered off when connecting or removing the scope, to clean socket more frequently and reseat the digital light source cable, and to work with their sterile processing department to ensure the water-resistant caps are on securely, and to possibly replace the cap. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during an unknown procedure, the evis exera iii xenon light source exhibited frequent scope communication errors b30 and e216 when used with unknown scope. There was no harm or user injury reported due to the event. This report is for one of the unknown scopes involved in the event. Patient identifier (B)(6) captures the complaint on the light source (model number: clv-190, serial number: (B)(4). Patient identifier: (B)(6) capture the complaints on additional similar occurrences with unknown scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation it¿s likely the error code b30 and e216 were caused by an abnormality in the communication due to moisture or foreign material that adhered to the electrical contacts. The final root cause of this event was unable to be identified.olympus will continue to monitor field performance for this device.